Manufacturer narrative:
The pump had a blank display due to corroded electronic assemblies. The pump also had corroded motor assemblies and minor scratches on the lcd window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 8.2 mmol/l. The caller stated that the insulin pump was exposed to water from a swimming pool and now it was vibrating without any alarm or alert. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.